Manufacturer narrative:
Results: the ruby coil was fractured approximately 31.0 cm from the proximal end. The pusher assembly was kinked along its length. The distal detachment tip (ddt) sheared off the pusher assembly and inside the introducer sheath. The embolization coil sr wire was fractured but the proximal constraint sphere was intact on the coil¿s proximal end conclusions: evaluation of the ruby coils revealed an extensively damaged pusher assemblies. The embolization coil and non-penumbra catheter used during the procedure were not returned for evaluation. The root cause of the reported issue could not be determined due to extensive damage upon return. The majority of this damage was likely incidental and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2018-00893.

Event description:
The patient was undergoing a coil embolization procedure in the gastric and splenic artery using ruby coils. During the procedure, the physician successfully deployed and detached multiple ruby coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a ruby coil within the microcatheter, and therefore the physician removed the ruby coil, despite feeling resistance while retracting. This same issue then occurred with a second ruby coil. The procedure was completed using new ruby coils and the same microcatheter. There was no report of an adverse effect to the patient.